Event description:
A healthcare professional reported with a description of when the intraocular lens is deployed, it immediately appears dents. Physician reported dent in the central part of the lens. This was detected when the lens was deployed on a patient basis. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).